Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2022-00145. All information has been consolidated into this report. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, part of the shell is missing. A microscopic analysis was performed which identify sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp broken on posterior assessed as unidentified (tear) opening. -missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side "implant rupture." Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician confirms rupture of right side device. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant leak".

Event description:
Healthcare professional reported unknown side "implant leak." Device remains implanted.